Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The device passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. It also had a cracked case on display window corners, scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and broken battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump has cosmetic damage. The blood glucose at the time of the incident was 220 mg/dl. The customer stated that the reservoir and battery compartments are cracked and there is a missing piece on the battery compartment. Troubleshooting was not able to resolve the issue. The device was returned for analysis.